Event description:
It was reported that acute thrombosis and patient death occurred. The calcified, de novo target lesion was located in right coronary artery. A 20 x 2.75 promus premier drug-eluting stent was successfully deployed. The patient went into cardiac arrest after stent deployment. It was observed that there was acute thrombosis. The night of the procedure the patient passed away with the cause of death as acute stent thrombosis.